Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd intima ii¿ IV catheter prn adapter the device may have been damaged or defective and leakage occurred. The following information was provided by the initial reporter. The customer stated: "in the process of high pressure injection with type y 20g intravenous indwelling needle, the rubber plug of the heparin cap popped out at another interface, resulting in drug leakage. Stopped injection immediately, replace the prn and medicine."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9050858. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Based on their evaluation and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.

Event description:
It was reported when using the bd intima ii¿ IV catheter prn adapter the device may have been damaged or defective and leakage occurred. The following information was provided by the initial reporter. The customer stated: "in the process of high pressure injection with type y 20g intravenous indwelling needle, the rubber plug of the heparin cap popped out at another interface, resulting in drug leakage. Stopped injection immediately, replace the prn and medicine."